Event description:
It was reported that on the day prior to the date of this report there was a left lead replacement. The left lead was revised due to a lack of parkinson¿s disease tremor control efficacy and side effects of paresthesias at higher settings. There were no problems with implant and programming was going to be in two weeks following the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0kucm, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0ks5h, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).